Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements and pacing inhibition for an unknown reason. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the lv lead was tested on a pacing system analyzer (psa) and yielded the same results. Subsequently the lv lead was surgically abandoned. The cardiac resynchronization therapy defibrillator (crt-d) was also electively explanted during the procedure and a new system was successfully implanted. No additional adverse patient effects were reported.